Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.26 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1ml (+/- 5%) based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated the device was programmed on (B)(6) 2013 at 0925, in the ml/hr mode, at a rate of 17 ml/hr, with a volume to be infused (vtbi) of 50 ml and the delivery was started. Between 0949 and 1035, a total priming volume of 21.5 ml occurred, the delivery was stopped and started 7 times, and a check cassette p alarm occurred. At 1036, the device was powered off. A review of the history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver 2% bupivocaine, with a 10 ml/hr rate and the delivery was started. No further programming parameters were provided. After approximately 2.5 hours during the procedure, the patient reported an increase in pressure, no increase in pain was reported. The device was removed from clinical use. Therapy was resumed with a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device delivered less than intended. Though requested, no additional information was provided.